Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 that a dynamic condylar screw (dcs)/dynamic hip screw (dhs) impactor was cut clean during the procedure. The procedure was completed successfully using a graft driver instead of the impactor with a five (5) minute surgical delay. Concomitant device: insert for dhs/ dcs (part# 338.260, lot# 5l47997, quantity 1). This report is for one (1) dhs/dcs impactor. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the investigation of the complained dhs/dcs® impactor shows that the plastic component near secured bolt broken off. At the broken plastic part are heavy stress marks visible. The complaint condition is confirmed as the device is badly damaged as well as the plastic part is broken off. Due the visible stress marks at the plastic part, we suppose that the instrument was subjected to excessive use and is most likely the reason is for the complaint. The cause of complained malfunction is a post-manufacturing caused and/or use related. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 338.280 , lot: 24p3464, manufacturing site: hägendorf, release to warehouse date: 01.november 2019. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.